Event description:
It was reported by the patient was having issues with sleep and breathing at night. There was some speculation that this might be related to her vns. It was then reported that the patient had a sleep study done when the vns was on and had sleep apnea. When she had a sleep study with the vns off she didn't have sleep apnea. The physician believed the sleep apnea was related to the vns and disabled the generator. No device malfunctions were reported. No further relevant information has been received to date.

Event description:
The patient's device was disabled due to the sleep apnea and oxygenation parameters improved with the vns disabled; however, it was re-enabled to lower settings when the patient began to experience increased depression due to loss of therapy. No further relevant information has been received to date.